Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. The subject device was received with the tab broken off. Our investigation showed that the tab on the standard insertion handle was sheared off. This was a clear indication handle was sheared off. This was a clear indication that the insertion handle was not properly connected to the nail. As result of this incorrect connection, extreme torsional forces were applied onto the notch, which finally caused the damage. No mfg related fault could be detected.

Event description:
It was reported that during a lateral entry nail procedure, the surgeon had inserted the nail and was positioning for the pins. The surgeon then decided to move the implant with the standard insertion handle and heard a "pop". The surgeon removed the insertion handle and the nail and discovered that the tab on the insertion handle had broken. An x-ray was taken and tab remains in the pt. The surgeon then decided to complete the procedure with a trochanteric fixation nail (tfn) device. The procedure was completed with no significant time added.